Event description:
It was reported that "have to finagle the charge cable into the port to get it to make a connection to charge the pump." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.